Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusions: abnormal function of the screw mechanism was confirmed during the laboratory investigation: as received, the mechanism was blocked in the extended position, but it could not be recreated after removal. Twelve turns with the butterfly device are necessary to retract the screw after the device is unblocked, instead of ten turns as specified; this could be attributed to friction between the elements of the screw mechanism, although no contamination or damage was identified through visual inspection or x-ray imaging. All leads are tested repeatedly at finished-device inspection to ensure extension and retraction within the specified number of turns. The analysis determined that the fracture to the carbon electrode was caused by an impact of the lead tip onto a hard surface. The investigation confirms that the fracture occurred after finished device inspection.